Event description:
MFR received a report from a dealer alleging that the customer tripped and fell onto the walker. No malfunction has been alleged. As a result of the incident, the user sustained a broken shoulder.